Event description:
It was reported that prior to using the hearstring 3043, problems with the loading mechanism of the device. A replacement device was used. No injury was reported.

Manufacturer narrative:
Tw ID# (B)(4). . The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that prior to using the hst iii system (4.3mm), problems with the loading mechanism of the device. The umbrella was loaded according to the manufacturer¿s instructions. In step 3, the umbrella did not load properly onto the delivery system, so we decided not to use it. A replacement device was used. No injury was reported. There was a delay.

Manufacturer narrative:
Tw # (B)(4). Updated fields: b4, b5,d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000382433 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw#: (B)(4).